Event description:
A caller called adc to reported that on (B)(6) 2019, the customer experienced symptoms described as "icy, pale and heart accelerated" and was unable to test due to the adc blood glucose meter shutting off during testing. Customer further reported going to the hospital and ¿insulin and serum¿ (dose unknown) were administered as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and xceed meters and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Section g-5 (pma510k#) was incorrectly documented in the initial MDR 30 day report. Section g-5 has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called adc to reported that on (B)(6) 2019, the customer experienced symptoms described as "icy, pale and heart accelerated" and was unable to test due to the adc blood glucose meter shutting off during testing. Customer further reported going to the hospital and ¿insulin and serum¿ (dose unknown) were administered as treatment. There was no report of death or permanent injury associated with this event.